Event description:
It was reported that due to erosion the patient had his inflatable penile prosthesis (ipp) removed. It was explained the device could not be inflated and led to the physician identifying erosion as the cause. It was noted the device had tubes protruding from the scrotum. The physician did not know the cause of the erosion. The patient is well and noted as stable following this surgery.

Manufacturer narrative:
Device analysis: the product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen because the product analysis could not confirm the most probable cause the reported events through investigation of the cylinders and the pump. The adverse events of erosion is included in the product labeling. The based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis summary product analysis was unable to confirm the reported events related to device has the inflation issue. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 performed within specification. Cylinder 2 has a hole in the outer tube that was result with sharp instrument damage consistent with explant damage; however, there was no damage to the inner tube resulting in the cylinders to pass the leak test. Due to this damage being consistent with explant it will be considered a secondary failure. Per surgery ID 1046324, the devices batch of 0165649002 were implanted on 07/31/2017. The ams 700 momentary squeeze (ms) pump was visually inspected. The krt was worn; no leaks were found; the pump was functional tested and performed within specification. Product analysis was unable to confirm the reported events. DHR review / similar complaint review review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 165649, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review the ams 700 hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. Labeling review review of the labeling confirmed the reported adverse events of erosion is included in the product labeling. Additionally, there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. No further review is required.

Event description:
It was reported that due to erosion the patient had his inflatable penile prosthesis (ipp) removed. It was explained the device could not be inflated and led to the physician identifying erosion as the cause. It was noted the device had tubes protruding from the scrotum. The physician did not know the cause of the erosion. The patient is well and noted as stable following this surgery.